Event description:
This patient had bilateral breast augmentation in april, 1979 with silicone gel implants. In 1988 she developed fatigue, arthralagas in both knees, short-term memory loss, dry eyes and intermittent numbness and tingling of both feet, along with night sweats. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were removed in tactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.